Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy procedure, when the surgeon approaching the tissue and trying to close the reload, the jaws did not close. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.